Manufacturer narrative:
(B)(4). Batch #: v95737. Additional information was requested and the following was obtained: has the electrode ceramic separated or broken? Yes. The blade I was damaged or broken? Yes. The jaw is damaged, but not broken? All damaged mandibula. The upper jaw is loose but not loose? Loose. Ptc material of upper jaw is damaged? Yes. Is the black ptc on the upper jaw highlighted? It has dropped completely into the patient cavity. Is the upper jaw broken from the device? Fully damaged mandibula. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after 1:25 of the procedure, the enseal device released, completely bursting the covering of his mandible, falling into the patient's cavity. It had to be replaced by another one immediately. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2022. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35a device was received with the electrode and ceramic separated from the lower jaw but still attached to the active rod. In addition, the ptc was not detached as reported. Upon visual inspection under magnification, it was noted that the ceramic was missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage on the device.